Manufacturer narrative:
A non-conformance review was conducted for lot 25e052362 and there were no ncs related to the reported event issued during the manufacturing of this lot. Based on the pictures provided the reported issue was confirmed. From the pictures it appears that the sponges were unraveled and show loose threads. The selvage edges should be within the folds of the gauze to prevent loose threads. There were no issues identified as part of the in-process inspections. This issue could potentially be a user error. Without physical samples, the ability to conduct a more comprehensive investigation into the precise nature of the complaint is limited. If samples are received at a later date, the investigation will be updated accordingly. At this time, no corrective and preventative action required. We will continue to monitor reports and take actions as applicable.

Event description:
The customer reported that the raytecs inside the pack were coming apart.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.